Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the setting was 9.2 or 9.3 and it had turned itself off and it was in a different language. Patient had played in a concert the day before and there were several amplifier cords near them. Patient turned the device on and changed the settings (8.2) and called for help changing the language.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported their controller malfunctioned and the issue began sunday. Patient mentioned they played a musical instrument and had a concert; patient inquired speaker compatibility. Agent reviewed speaker compatibility. The next day after the concert the controller changed into a foreign language and they could tell the unit in their back was not functioning or they could tell by their shoulder. Their stimulation turned off and they got the stimulation to turn back on but the stimulation turned on to a 9.1 setting and they never had it that high and usually had the setting at 8.2 or 8.3. During the call agent walked patient through changing the language back to english. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected patient to their hcp if the stimulation issue persisted.